Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was hospitalized. It was also reported that the right ventricular (rv) lead had climbed to high thresholds five days post implant. The implanting physician will evaluate whether to revise the lead. The lead remains in use. No further patient complications have been reported as a result of this event.